Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the occurrence of the suggested event was caused by catching the distal end in door of the washer. This issue is addressed in the instructions for use (IFU): ¿operation manual: important information please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus the evis exera iii bronchovideoscope distal end is crushed. During a standard service inspection of the customer returned device, the distal end plastic was missing. This report is to capture the reportable malfunction found at estimation. There was no patient injury or harm reported.

Manufacturer narrative:
Information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, the distal end plastic was noted to be missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.